Manufacturer narrative:
Continuation of concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient product ID: 37761, serial#: unknown, product type: recharger. The initial MDR was filed as mfg. Report # 2182208-2019-00492. Additional review indicated that the correct manufacturing site was site # 3004209178. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37761, serial# unknown, product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Consumer reported the desktop charger (dtc) wouldn't stay plugged into the recharger (insr). It was reported that the cord would fall out/was broken. No further complications reported/anticipated. 03/08/2019 (B)(4) (rep): additional information from representative was received. Rep stated patient still had issues with connector pin not staying in recharger, and recharger would not turn on, patient could not charge ins to use therapy for neck. At first, it sounded like it was the same issue as initial call. After reviewed of notes, repair said replacement for desktop charger was never sent. A replacement patient programmer would be sent. It was mentioned desktop charger connector pin was broken off, and pp would not power up right. No further complication and events were reported.